Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported the lead dislodged. It was not capturing and caused chest pain when pacing. Upon repositioning, the lead curved upward into the septum and after retracting the helix and pulling back the lead into the ventricle, the upward curve stayed in the lead. Because the physician wanted to implant the lead into the apex and was not able to with the curve that remained in the lead, the lead was removed and a new lead was used. No further patient complications were reported as a result of this event.

Event description:
It was reported the lead dislodged. It was not capturing and caused chest pain when pacing. Upon repositioning, the lead curved upward into the septum and after retracting the helix and pulling back the lead into the ventricle, the upward curve stayed in the lead. Because the physician wanted to implant the lead into the apex and was not able to with the curve that remained in the lead, the lead was removed and a new lead was used. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, but blood noted in helix and curve noted in distal end of lead; full lead returned and analyzed.